Manufacturer narrative:
Patient identifier, age, weight, other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Implant and explant dates are not applicable since the product was never placed and not removed device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, broken or fractured component was observed.